Event description:
The patient's mother contacted animas on (B)(6) alleging that the pump rebooted without user intervention. The battery cap is fully secured and there was no visible damage. The patient used brand new batteries. The battery cap and pump were brand new. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2012 with the following findings: a review of the black box showed that power events had occurred. There were no alarms related to the complaint in the alarm history. The pump was examined and no damage was found to the battery compartment or cap. The pump was exercised for 24 hours without power issues. The battery cap was inspected and found to be within specifications. The pump was opened and no power circuit defects were found.